Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the monitor did not perform an alarm on friday (B)(6) 2022 between 08:00pm ¿ 08:40pm, despite a drop in the arterial blood pressure measurement. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the monitor did not perform an alarm on friday (B)(6) 2022 between 08:00pm ¿ 08:40pm, despite a drop in the arterial blood pressure measurement. The device was in clinical use. There was no adverse event reported.

Manufacturer narrative:
H3 other text : the device was evaluated by the customer's biomed.